Event description:
Caller reported a malfunction on pump, specifically a malfunction code displayed as malf 0. There was no adverse impact to customer's blood glucose level. Technical support decided to replace pump. Customer will continue using multiple daily injections (mdi) as a backup therapy during the transition. Customer was informed they would receive a replacement pump.